Manufacturer narrative:
Concomitant products: dtma2d1 crtd implanted (B)(6) 2021. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited increased impedance and decreased r-wave. An alert triggered for out of range high impedance and oversensing of non-sustained ventricular tachycardia episodes and noise. Markers showed possible t-wave oversensing (twos). Rv coil impedance also increased slightly. Reprogramming was performed. The lead remains in use. It was also reported that the cardiac resynchronization therapy defibrillator (crt-d) exhibited electromagnetic interference. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. Analysis of the device memory indicated the impedance of the right ventricular pacing lead was beyond the expected upper range. Analysis of the device memory indicated oversensing due to electromagnetic interference/noise. Analysis of the device memory indicated diminished right ventricular sensing. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received noted a revision was performed. The pin was discovered to be completely in the port, but blood ingress was observed. Everything was tested multiple times with lead manipulation and all measurements were normal. The device and lead remain in use.